Event description:
The user facility reported that the tracheostomy tube had dislodged from the pt and was observed on the floor with a deflated cuff. The pt was found unconscious; an emergency re-intubation was required. No permanent adverse effects to the pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the results of the eval.